Manufacturer narrative:
Lead model 377760, lot# v622456028, implanted: 2011 (B)(6), explanted: unknown, lead model 377760, lot# v648089011, implanted: 2011 (B)(6), explanted: unknown, extension model 3708140, (B)(4), implanted: 2011 (B)(6), explanted: unknown, extension model 3708140, (B)(4), implanted: 2011(B)(6), explanted: unknown, accessory model 37752, (B)(4), programmer model 37743, (B)(4).

Event description:
It was reported that the patient experienced shocking or jolting sensations while stimulation was turned off. These lead to cardiac issues, sweating and nausea. The sensations occurred following exposure to theft detectors or security gates in various locations, and some microwaves. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported when the patient came through security in (B)(6) 2011, they took her programmer away from her and brought her to a private room. The patient was cleared through security after some time and allowed to board the plane. The patient reportedly had to see the health care provider upon return home because she felt the magnets in security "did something" to her device. The issue reportedly resolved after the patient was reprogrammed at the physician's office. The reporter made no mention of shocking or jolting related to the event.

Event description:
Additional information received reported the patient was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 377760, lot# v622456028, implanted: (B)(6) 2011, product type: lead. Product ID: 377760, lot# v648089011, implanted: (B)(6) 2011, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported the patient experienced a shocking/jolting sensation when stimulation was turned off. It was reported it also caused the patient to have some cardiac issues and she begins sweating and feeling nauseated. Symptoms reportedly began after exposure to a theft detector or security gate in various locations and "some microwaves." It was reported the patient still had concerns regarding her device or therapy, but was working with the physician or manufacturer representative (rep). An appointment was scheduled for (B)(6) 2011. Additional information received reported the patient went through airport security with her implantable neurostimulator (ins) off in (B)(6) 2011, and the ins had to be reset. It was reported when the patient turned the ins off, she continued to feel the tingling sensation and never felt like the ins was off. It was reported all the patient&#62688;problems began after going through airport security. It was reported there were times at the patient&#62688;home when she was getting so much &#61773;"ems" that she was getting too much stimulation. The patient reportedly had to turn down the breakers and electricity in her apartment and had problems with the hdtv and the microwave. The onset of these issues was reportedly (B)(6) 2011. It was noted the patient had the power company and electricians come to her house. A smart card was removed from the patient's house. It was reported the patient was getting "breathing and smothering problems and it was getting worse." This also reportedly began in (B)(6) 2011. It was noted the patient was reportedly shocked through her rib cage. It was reported stimulation was not controlled and seemed to increase and decrease on its own since (B)(6) 2011. It was reported the patient experienced a burning sensation around the ins when she charges the battery to full (onset (B)(6) 2011). It was reported the patient set off the security at (B)(6) and would go into a full body sweat. When the patient was implanted in (B)(6), the ins was fine, but "everything changed in (B)(6) 2011." The patient last met with a rep 2 months ago, and does not have a managing physician. It was reported the patient was asking for a physician at the mayo clinic, because she was going to be there in a month.